Event description:
It was reported that during a prostate procedure, two surgical fibers were replaced; first fiber at 132,679 joules and second fiber at 69,160 joules of use. Both were replaced due to the fiber rotating inside of the cap and a decrease in tissue vaporization efficiency. The procedure was completed using a third fiber. There was no report of pt injury. This report is for the first surgical fiber used.

Manufacturer narrative:
Reference MFR. Report #: 2937094-2013-01027. Fiber analysis: the fiber was found to have a circumferential fracture at the output window; the fiber proximal to the fracture was found to rotate independently of the metal cap. Char and severe detritus on the metal cap and devitrification of the output window were also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The potential for forward firing may exist. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/ user handling, due to anatomical/procedural factors encountered during the procedure.